Manufacturer narrative:
The referenced pump exchange performed on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-00384. (B)(4). Approximate age of device ¿ 1 year and 10 months. Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis which was reported under medwatch MFR report # 2916596-2017-00384. This medwatch report covers the incidental investigation findings of driveline compromise. Review of the submitted system controller log files confirmed intermittent low speed operations, motor stoppage and power elevations on (B)(6) 2017 while the lvad system was connected to the power module. Evaluation of the returned pump identified damage to the driveline wires. The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing. The severed portion of the driveline, the sealed outflow graft, bend relief, and bend relief collar were not returned. Minor breakdown of the metal shielding was identified at approximately 9.5 inches from the pump housing. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed a current leakage in the black and orange wires. Visual inspection confirmed the breaches in the insulation on the black and orange wire at approximately 9 inches from the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location. As a result of the damage to the insulation, the underlying black and orange wire conductors were exposed. Alarms (e.g. Low speed operation and motor stoppage events) could have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A correlation between the identified driveline damage and the previously reported thrombus could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, the patient underwent a pump exchange for elevated lactate dehydrogenase (ldh) levels and possible thrombus. During investigation of the returned pump, driveline compromise was identified.